Event description:
Manufacturer's first level investigational unit confirmed the liquid crystal display (lcd) of the aviva meter appears to be "marbled," which is consistent with an electrical short. No adverse event reported. Replacement was sent.